Event description:
It is reported that a customer received a blank screen on their insulin pump. The patient's blood glucose level was at 190 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected low battery, off no power on its own or blank display noted, and the lcd board was ok. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.